Event description:
On 8/27/96 an aus device was implanted. On 1/21/97 a tandem cuff was implanted. On 4/29/97 the tandem cuff was removed from the patient and replaced due to recurring incontinence - tandem cuff torn distal at tab.